Manufacturer narrative:
Manufacturer's investigation conclusion: the report of suspected thrombus could not be confirmed through this evaluation, as no images were submitted and the device remains in use. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported dizziness could not be conclusively established. It was reported that the patient was having bouts of dizziness when standing up from a sitting position. Their pulsatility index (pi) values would decrease and then the patient would become dizzy when the pi values elevated a minute later. Pi values would return to baseline within a couple minutes and the dizziness would decrease. It was noted that the patient had a known outflow graft thrombosis; however lactate dehydrogenase (ldh) was at baseline. The patient was not on blood pressure medication. The submitted controller event log file captured approximately 3 days of events. Of note, there were several pi events that filled the majority of the file. No other notable events or alarms were captured. The system appeared to operate as intended at the stored patient speed for the duration of the file. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instruction for use (IFU), rev. C, is currently available. Section 1 of the IFU, ¿introduction,¿ lists pump thrombosis as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 also explains pump parameters including pulsatility index (pi). In reference to pulsatility index, the IFU states that ¿pi calculation represents cardiac pulsatility and pi values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Lower values indicate less ventricular filling and lower pulsatility (i.e., the pump is providing greater support and further unloading the ventricle)¿. Section 4, ¿system monitor¿, explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events may be initiated for reasons other than true pi events, including sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. Section 6 "patient care and management" (under "pump performance monitoring") outlines indications of pump thrombosis, as well as how to respond to such events. In addition, section 6 (under "anticoagulation") outlines the suggested anticoagulation regimen (including inr range) for patients using the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient was having bouts of dizziness when standing up from a sitting position. Their pulsatility index (pi) dropped to 1.7-2.0 and their pi after a minute would increase to 10-11 and the patient upon it increasing became dizzy. It would return to their normal of 4-5 when within a couple minutes and the dizziness decreases. The patient had a known outflow graft thrombosis. Lactate dehydrogenase (ldh) was 383 that was baseline. The patient was not on blood pressure meds. The event log contained clusters of pi events. All pi events will cause the hm3 vad speed to drop to its low-speed limit, which is currently set at 5100rpm. No abnormal controller alarms or pump faults were seen in the log. The pump appeared to be operating as intended. Known outflow graft thrombus is reported under MFR# 2916596-2023-05577.